Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Additional information received from the consumer on 09-aug-2016 reported that the patient's device malfunctioned on (B)(6) 2016, it was not charging, and it kept hurting her. The patient stated that a manufacturer representative was notified of these issues in (B)(6) 2016, x-rays were taken, and it was determined that the device was not where it was supposed to be. The patient reported that the device was replaced on (B)(6) 2016, however the manufacturer's records indicated that a new device was not registered to the patient. When asked to confirm whether a new device was implanted or the same device was re-positioned, the patient stated that she did not know.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient via a manufacturer representative reported at a post-op programming visit that they had very painful stimulation at low voltages around 0.45v. This painful stimulation occurred with both leads and all along the leads. The impedances were checked and were within normal limits. There were no environmental factors related to this event. Posterior-anterior and lateral x-rays were done and both leads were noted to be in an anterior placement. A lead revision was going to be scheduled. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.